Event description:
It was reported that during use, the device exhibited error 1870. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review confirmed that there was a record of occurred error code 1871 during pump operation. Functional testing confirmed error code 1870 when the pump started. The root cause was determined to be a possible defective motor. Preventively, the motor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.